Event description:
It was reported that a small volume infusor ruptured during filling. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection identified the reported ruptured bladder. Microscopic examination found markings on the exterior surface of the bladder near the rupture line. However, the cause of the rupture could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.